Event description:
The account alleges that the nurse call would not function. No injuries were reported.

Manufacturer narrative:
The technician discovered that the communication cable was disconnected. The technician reconnected the communication cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.